Event description:
The event involved a pressure tubing - non-sterile - 48" length with polycarbonate luers (rev. Ad) where the customer reported that it seems as though the pressure tubing was cracked. The user reported that they wanted to flush the port but pressure transducer luer lock irrigation port was broken, cracked at 2 places. Pressure line clotted and stop functioning. The reporter performed a leak test on it and confirmed that a leak was observed on the luer lock end. This event occurred during use on patient but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.